Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device displayed an "ECG disabled" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device using known good test accessories. The device was recertified and returned to the customer. The multifunction cable used at the time of the event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.